Event description:
It was reported that during a percutaneous transluminal angiography procedure, the balloon ruptured. The procedure was performed on a 99% stenosed lesion in a moderately tortuous hemodialysis shunt at the subclavian vein. The wanda balloon was inflated three times successfully (7atm, 9atm, and 11atm). On the fourth inflation the balloon ruptured at 12atm. The procedure was completed with another device. The were no patient complications and the patient was reported to be good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
As a unit was not returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.